Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements on the device and right ventricular (rv) lead had gradually increased from implant from 67 ohms to 136 ohms. All other measurements were appropriate and stable, no noise was observed. Boston scientific technical services (ts) indicated the gradual rise since implant would suggest normal maturation process or a change in the patient's condition. No further testing was performed. The patient will continue to be followed appropriately. No adverse patient effects were reported.